Event description:
It was reported that during an in clinic visit, the left ventricular lead exhibited loss of capture. The patient also felt fatigued since (B)(4) 2014. The device was reprogrammed and the patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.